Event description:
Reportedly, when an attempt was made to analyze the pt ECG, the device continuously displayed connect electrodes. CPR was administered until an acls arrived on scene and connected their manual defibrillator to the pt. The pt was not resuscitated.